Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one piece as received. No indication of conductor fractures or internal shorts was found during electrical testing. The s-curve hump height was measured and found to be within specification. No anomalies were observed during visual and x-ray inspections of the lead.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to capture and exhibited high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.